Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: two (2) photos were provided by the customer for investigation. One (1) photo shows a filled syringe being held by a person. There is a reddish piece of foreign matter in the syringe. The second (2nd) photo also shows a filled syringe being held by a person. There is a brown piece of foreign matter in the syringe. A device history record (DHR) review was not able to be performed on the batch associated with this investigation as the batch number was not known. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photos provided. Root cause description: without a physical sample to analyze the foreign matter (fm) that appears to be in the syringe cannot be identified; therefore, potential root causes cannot be determined, no corrective or preventative actions are proposed in the scope of this complaint. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that rubber-like foreign matter was noticed floating in the needle integra 18x1-1/2 blunt fill during use after drawing up medication. The following information was provided by the initial reporter: "after drawing up medication using the bd blunt fill needle (without filter) the nurse noticed "floater in the medication syringe". She described it as resembling a small amount of rubber."